Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) level subsequently increased to 360 mg/dl. A correction bolus was delivered via the pump to address bg. Technical support instructed the customer to clear obstructions from the pump¿s speaker holes, clean them, and follow a reconnection procedure for the cartridge. After these steps were taken, insulin delivery was successfully resumed, and the issue did not recur. Technical support also provided tips to prevent future altitude alarms, which the customer acknowledged.